Event description:
It was reported that right ventricular (rv) lead had a dramatic increase in pacing thresholds and an increase of impedance to greater than 1800 ohms. The rv lead was reprogrammed to unipolar with electrical measurements within specification. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead 2010-(B)(6). (B)(4).